Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 300-30-07 - equi preserve stem 7mm: (B)(6)., 320-10-00 - equi rev tray adapter plate tray +0: (B)(6)., 320-15-05 - eq rev locking screw: (B)(6)., 320-20-00 - eq rev torque defining screw kit: (B)(6)., 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6)., 320-20-30 - eq rev comp scre lck cap kit, 4.5 x 30mm: (B)(6)., 320-20-34 - eq rev comp scr lck cap kit, 4.5 x 34mm: (B)(6)., 320-20-34 - eq rev comps scr lck cap kit, 4.5 x 34mm: (B)(6)., 320-31-36 - glenosphere, 36mm: (B)(6)., 320-35-01 - small glenoid plate: (B)(6)., 320-36-03 - 145-deg pe 36mm hum liner +2.5: (B)(6)., 531-20-00 - shldr gps rvrs drill kit: (B)(6)., 531-78-20 - shouldr gps hex pins kit: (B)(6).. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent an initial reverse total shoulder replacement on the left side. Subsequently, the patient experienced pain, some bone resorption and suspected infection. As a result, approximately two years and four months post-surgery, the patient underwent a revision. Patient was last known to be in stable condition following the event. No further impact to the patient was reported. No additional information is available at this time.